Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe native calcific aortic stenosis or failure of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that the cause of the thrombus was related to patient factors (patient stopped the anticoagulation medication). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through the (B)(6) tavi registry reporting system, 23mm sapien 3 valve was deployed in the native aortic position via transfemoral approach. On the follow up examination, an echo showed peak v 3.1m/s and mean pg 22. The contrast-enhanced CT indicated valve thrombosis. Post tavi procedure, the patient continued anticoagulant therapy with using dabigatran etexilat due to the history of paroxysmal atrial fibrillation. However after seeing the referral doctor, anticoagulant therapy was discontinued. On postoperative day (pod) 39, the patient was admitted to the hospital after 1 month follow up for treatment of valve thrombosis. On the following day, the contrast-enhanced CT revealed that valve thrombosis in the area corresponding to left coronary cusp (lcc). The patient started taking warfarin. On 2months and 6 days post tavi procedure, on the follow up echo indicated that pv2.3m/s, mpg11mmhg and valve thrombosis was improved. Approximately a week later, the disappearance of valve thrombosis was confirmed by CT.